Event description:
It was reported that the customer had problems with his insulin pump. Having issues with the keypad. The blood glucose reading is 154 mg/dl. During troubleshooting, some of the buttons were stuck. Advised the customer that the insulin pump will be replaced. The keypad is frozen. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.